Event description:
The accounts engineer stated that the head section will rise up by itself when the bed is plugged in. No buttons are being pushed to make this happen.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.